Event description:
It was reported that the instrument broke at the tip near the pin. Although the instrument was used intraoperatively, no pt injury was reported.

Manufacturer narrative:
(B) (4). Device was returned to the MFR for evaluation. The visual examination shows that the lower jaw is broken off forward of the jaw pivot pin. The lower jaw was not returned for analysis. It was discovered primarily brittle fracture. The location, direction, and amount of force required in order to induce fracture and/or breakage of the shaft is consistent with application of excessive force, resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.